Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was moisture in the battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no serious injury associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10-sep-2018 with the following findings: on examination, the pump was confirmed to have moisture corrosion in the battery compartment and was unable to power on. After corrosion was removed from the battery compartment terminal, the pump was able to power on for download of data and additional testing. Investigation confirmed the alleged moisture ingress.